Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue was confirmed. However, a definitive root cause of the issue could not be determined, as the device was not returned to the legal manufacturer for further inspection and test. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. After vacuum aeration still no image. Additional device evaluation findings were as follows: the identification chip had no date transmission, there was a leak from instrument channel, the probe insulation was out of standard value, the pink coding glue was peeling. There was a crack on the bending section cover rubber glue. The biopsy channel was leaking, the ultrasound medical image signal was missing, switches 1-4 were not working, the insertion tube was cut/scratched, there was corrosion on the control body and the scope connector, there was corrosion on the ultrasound medical connector and the electrical connector, the ultrasound electrical insulation was out of standard value, and the angulation was lower than standard. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
Hold for w.s 07/27. The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was observed during reprocessing; therefore, no procedure or patient harm were associated with this event.